Event description:
Report rec'd of an audible alarm tones. The customer contact reported the pump was returned to the biomedical engineering dept with an unsigned note that stated, "not working right." No tracking info was provided; therefore, specific pt information, pump programming, or event details were not available. During testing by the user facility, the pump "functioned fine except for it did not sound any alarm tones." There were no reports of any adverse pt events, while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.